Event description:
Per received report: the procedure was coil embolization of internal iliac artery that was moderately calcified and moderately tortuous. During the coiling the 1st coil (pc4181343-30j/ j10438, complaint product) into the target aneurysm, the physician experienced an "unraveled feeling." When he pulled the dpu, he found that the coil came off at the detachment zone. About half of the microcoil was already coiled inside the aneurysm while proximal half of the microcoil remained the microcatheter (wonder3/utm, details unknown). No detachment was attempted at that time. Afterwards, the entire microcoil was safely placed in the aneurysm using a coil pusher, and the procedure was continued. Eventually, the procedure was completed with no patient injury or complications. The procedure required a retrograde approach and most of the devices such as radifocus gt( details unknown), unspecified 4fr guiding catheter were utilized under the kink-prone condition. Prior to use, no defect (kink, bends etc) was noted on both the mc and the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product and the microcatheter are going to be returned for analysis. No further information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of the internal iliac artery that was moderately calcified and moderately tortuous an "unraveled feeling" was experienced when the device positioning unit (dpu) of the first coil, a 13 mm x 43 cm presidio 18 cerecyte microcoil ((B)(4)), was pulled and the coil came off at the detachment zone. About half of the microcoil was already coiled inside the aneurysm while proximal half of the microcoil remained in the microcatheter (wonder3/utm-details unknown). No detachment was attempted at that time. Afterwards, the entire microcoil was safely placed in the aneurysm using a coil pusher, and the procedure was continued. Eventually, the procedure was completed with no patient injury or complications. The procedure required a retrograde approach and most of the devices such as radifocus gt (details unknown), unspecified 4fr guiding catheter were utilized under the kink-prone condition. Prior to use, no defect (kink, bends etc) was noted on both the mc and the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No further information is available. The coil was implanted and therefore is not available for analysis. The wonder 3 microcatheter and coil dpu were returned. The dpu hypotube presented with a series of severe kinks at 68.0cm 81.0cm and 94.0cm from the proximal end. With microscopic analysis it is confirmed that a mechanical detachment of the coil occurred. The wonder 3 microcatheter was returned which was most likely steamed into a j shape by the end user. The steam shaped resulting radius qualifies as a highly torturous pathway at the distal tip. The wonder 3 microcatheter was inspected and found to accept a minus 0.019" gage pin which is acceptable for an 18 series coil. Located and beginning at 19.3 cm and ending at 3.5cm off the distal tip of the microcatheter are four sections of severe compression to the microcatheter's tube. There are two possible contributing factors to the "unraveled feeling" and the coils unintended mechanical detachment. The most likely primary contributing factor to the root cause was due to the four severely compressed sections to the microcatheter located on the distal section. These damaged sections would have produced the "unraveled feeling" during repositioning and would have anchored the coil which would have caused the mechanical detachment during the retraction movement performed during the repositioning of the coil inside the aneurysm. While the exact circumstances of how and where the microcatheter was damaged, it is highly likely that this damage was produced during the end users steam shaping of the distal section of the microcatheter as this was the first coil through. The secondary contributing factor to the root cause contains multiple factors working in tandem or separately to produce the complaint event. The multiple factors are: the highly torturous pathway, the long length of the coil at 43.0cm, the acute angle of the distal tip of the microcatheter in relationship to the neck of the aneurysm, the repositioning of the coil, and a lack of continuous pressurized saline flush. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The stretching of the coil could not be confirmed as it remains implanted; the mechanical detachment was confirmed. Based on the available information and the analysis of the returned devices procedural factors including vessel characteristics, kinking of the concomitant microcatheter, device manipulation combined with vessel/aneurysm characteristics are possible contributing factors. With review of the information, analysis, and device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.